Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Attempts were made to obtain additional information on this event, however no additional information will be provided. (B)(4).

Event description:
On (B)(6) 2012, the patient underwent endovascular treatment of an abdominal aortic aneurysm with three gore excluder aaa endoprostheses. On (B)(6) 2016, a follow up computerized axial tomography (cat) scan identified a proximal type I endoleak, distal device migration of 5 mm and an aneurysm diameter measurement of 9 cm (amount of total enlargement is unknown). It was report, the proximal aortic neck had dilated, resulting in lack of circumferential device apposition and device migration. It was reported, on an unknown date between (B)(6) 2016, the patient underwent emergent treatment of a ruptured aortic aneurysm. A medtronic endurant stent graft was implanted for proximal extension on the trunk-ipsilateral leg component. It was reported the proximal type I endoleak was resolved and the rupture successfully excluded. No additional complications were reported and the patient tolerated the procedure.